Manufacturer narrative:
(B)(4). One (1) unit of 031-28j "nebulizer adaptor 033, sterile, japanese" was received for analysis. Signs of use are observed since the sample was not received on its original package. Also, during visual inspection it was observed that the adaptor doesn't spin freely. No other issues were found. Oxygen entrainment testing was performed and during the setup it was observed that the assembly of the nut adaptor and the upper body was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing but the testing failed due to the unstable condition. After the testing finished, the adaptor was carefully disassembled from the upper body and it was visually inspected. During the visual inspection wear was found on the internal tabs. Based on the investigation performed, the complaint is confirmed. Although the complaint is confirmed, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.

Event description:
The complaint is reported as: "the user found it difficult to connect the adaptor to the flowmeter: the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the user found it difficult to connect the adaptor to the flowmeter: the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement reported.